Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a clinical study via a manufacturer representative (rep). It was reported that no lead revision has been scheduled or completed at the time of the report. It was unknown what will be done at the revision and when it will take place.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the clinical diagnosis was increase in pain. The interventions taken were an explanted/replaced lead on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6); product type lead product ID 977a275 lot# serial# (B)(6); product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6); ubd: 27-sep-2020, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 05-feb-2022, UDI#: (B)(4). H6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were multiple high impedance measurements on lead two. There was no programming on this lead, therefore programming was not affected. No action was taken, and the event was unresolved with no further action planned. The device diagnosis was high impedance. The etiology was related to the device or therapy, specifically to the leads, and not related to the implant procedure. No symptoms were reported. The patient's age at consent was 58 years. Additional information was received from the healthcare provider of a clinical study reporting that at review appointment on (B)(6) 2025, the patient was not getting cover over the left. The patient was to be booked for lead revision to try and cover the left side using this lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical team. It was reported that the ins and leads were explanted with replacement. The ins was explanted because of battery depletion. Additional information was received from the clinical site. The clinical diagnosis was updated to note that the increased pain was in the back and legs.